Event description:
It was reported that the lead was capped due to noise, causing inappropriate therapy.

Event description:
Initially the pace/sense portion was capped and replaced. New information received notes during device upgrade, the chronic rv defib lead was observed to be fractured. The lead was capped.